Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Bimentum cemented cup dislodged from patient's socket. Patient occured a loosening of the bi-mentum cemented cup at cement / implant interface. Cement manufacturer is unknown. Affected side: right hip.